Event description:
While sling lifting with the hoist the nursing staff heard a loud crack and the hoist jib dropped. The pt was positioned 6" above chair and dropped into the chair. No injury occurred.